Manufacturer narrative:
Complaint no: (B)(4). The patient was a neonate. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set had air in the line during infusion of dopamine and epinephrine. This occurred 30 minutes into infusion. The reporter stated that the filter of the device caused the air in the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection noted air in the line. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.